Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead which was causing inappropriate mode switching. Reprogramming resolved the ffrw sensing. The lead remains in use. No patient complications have been reported as a result of this event.